Event description:
The iab was inserted into the pt on 3/16/98 at 5:00 p.m. And removed on 3/19/98 at 7:00 p.m. The iab did not malfunction. The pt had bleeding that was severe and a transfusion. Also, the pt had a stroke. The iab was not returned to datascope. (Event complications: severe bleeding/transfusion/stroke - reported 9/3/98. (Pt's current status: discharged - reported 9/3/98.